Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 306595 and lot number 5008874. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
When sealing the tube for the patient, a pre-filled catheter flusher was used, but leakage was found at the end of the syringe. A new pre-filled flusher was replaced to seal the tube for the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.